Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported damage to the insulin pump. Customer's blood glucose was 4.1 mmol/l. Customer stated that the damage was above the screen and some of the plastic are gone, which make it difficult for the customer to see everything on the screen. Advised customer that insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test. Unit was received with missing display window cover and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.